Event description:
Approximately two months after collaguide implantation to cover bone graft, a patient developed an infection. No additional information is available as of the date of this initial report.